Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left bundle branch area pacing versus endocardial resynchronization in patients with heart failure. Journal of cardiovascular electrophysiology. 2025; 36:135¿143. Doi: 10.1111/jce.16479 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described patient deaths; however, the causes of death were unknown and described as all-cause. There were patients who experienced septal perforations, hemo/pneumothorax, infections, deep vein thrombosis, and heart failure related hospitalizations. There were unknown acute complications post implant and other procedure related complications in the follow up period. There were leads which exhibited dislodgments which included both macro dislodgements in which visible displacement of the lead was observed on fluoroscopy with loss of capture; and micro dislodgements in which no lead displacement was observed on fluoroscopy but loss of lbbap occurred. Some of the patients underwent lead repositioning. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.